Manufacturer narrative:
Additional information (03-jan-2025): siemens healthcare diagnostics service operations support (sos) team concluded the investigation of the event. Sos reviewed the information provided by the customer and the available instrument data. Quality control (qc) did not recover within customer's lab ranges. The customer used a new reagent pack and both qc and patient sample results were acceptable. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2024-00302 was filed on 21-nov-2024.

Event description:
The customer reported fourteen (14) erroneously depressed carbon dioxide, concentrated (co2_c) patient sample results on an atellica ch 930 analyzer. The erroneously depressed results were reported to the physician(s). The same samples were reprocessed on the original atellica ch 930 analyzer. Higher results were obtained, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed carbon dioxide, concentrated (co2_c) results.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding erroneously depressed patient results obtained with carbon dioxide, concentrated (co2_c) on an atellica ch 930 analyzer. Siemens is investigating the event.